Event description:
It was reported that difficulty removal and deflation issues occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 4.00 x 20 mm promus elite mr drug-eluting stent was deployed. The balloon was inflated at 12 atmospheres for 90 seconds using a non-boston scientific (bsc) device with a saline to contrast ratio of fifty to fifty. Post implantation of the stent, the balloon would not deflate despite multiple attempts. The fully inflated balloon became trapped inside the guide catheter and the devices were removed as a unit after 90 seconds. The procedure was completed with a non-bsc stent, and the patient fully recovered.